Event description:
The architect i2000sr generated a high frequency of error code 1007 (unable to process test, activated read failure) when the customer used reaction vessel (rv's) lot 69008p100. The customer checked for cracks, bubbles and leaks from the trigger and pre-trigger level sensors and no problems were found. The customer was asked to check for leaks on the pre-trigger and trigger manifolds and if there was no leak, to test with another lot of rv's. After the customer changed the lot of rv, the customer observed one occurrence of error code 1006 (unable to process test, background read failure). A service call was initiated and the field service engineer checked the instrument history and confirmed the customer's issue was resolved after changing to a new lot of rv's. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported by the customer that the device would not deliver energy at the 1 joule energy setting. There were no reports of pt involvement with the reported failure.